Manufacturer narrative:
The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine in the lips. Patient received local anesthetic before injection and unspecified cream after injection. Two months later, patient presented with inflammation in the injected site. Patient was treated in a public hospital with urbason. Symptoms resolved. Patient became symptomatic again 3 months later. Patient was treated with urbason, ebastel, dacortin, and hyaluronidase. Symptoms have resolved.